Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. Unfortunately there were no complaint samples available for evaluation so we have been unable to conduct a thorough investigation into the complaint. There were no manufacturing or processing issues identified so the root cause is inconclusive and no action can be taken at this time. If a sample becomes available, we may reopen the investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the customer bought the product and took a quick shower. After that the plaster started to make bubbles and peel.